Manufacturer narrative:
The returned device was evaluated. External visual inspection reveals corrosion of battery bay housing and battery terminals. The unit was able to power on using internal batteries; however, some segments of the led display were not illuminating correctly. Internal examination revealed corrosion/fluid ingress damage to both set and system boards. The speaker was found to be damaged and non-functional due to fluid ingress. The system board and set board were replaced and the unit functioned as designed.

Event description:
It was reported that the speaker on the device was defective as there were no audible sounds. There are no known consequences or impact to any patient as a result of this issue.